Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the screen buttons are worn and no longer clicking. The customer's initial reported failure was observed while the device was in use. However, no adverse patient impact was reported.

Manufacturer narrative:
The customer requested that the device be returned to bench for evaluation the reported issue was confirmed and traced to a worn bezel assembly. However, the bezel assembly is currently unavailable. The customer requested that the device be returned without replacing the bezel assembly as there was no functionality loss observed. The device passed all performance assurance testing and was returned to the customer.

Event description:
It was reported to philips that the screen buttons are worn and no longer clicking. It was reported that the customer's initial reported failure of "cable failure during patient care " was observed while the device was in use. However, no adverse patient impact was reported.